Manufacturer narrative:
Visual inspection did identify minor scratch on the implant, however, further evaluation could not be performed as prior to receiving, this device was autoclaved; the reported event cannot be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was not assembling with the mating device during a knee arthroplasty. No adverse events have been reported as a result of the malfunction.